Manufacturer narrative:
Product event summary: the actual device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The analyst noted that the critical ram parity error occurred in address 12 d6 on 2013-(B)(6). The power on reset (por) severity is low as the device should be able to fully recover after the reset.

Event description:
It was reported that the device had a power on reset (por). The por was cleared and a save-to-disk recovered. The physician did not make any device programming changes. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2011; 5086mri45, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.